Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported being hospitalized and treated for high blood glucose, which had read high (>500 mg/dl) at the hospital. She had chest pain and ketones but was not in diabetic ketoacidosis. Treatment included fluids, insulin (10 units via injection and 10 units via IV), and loperamide for nausea. She stated that her pdm was suspending her insulin delivery without her suspending it, the pdm alerted her that suspension was done but she had not set it to do so, and that she was told by her doctor not use the pdm because it was not working properly. When the patient receives a replacement device, the doctor will adjust her basal program.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.